Manufacturer narrative:
A ge representative evaluated the system and the logs indicate there is an ata2 crc checksum error, indicating a problem with the communications between the sbc and sata drive. The drive has been replaced on numerous occasions before and it was replaced again for this occurrence. Also the backplane was replaced and the sata cable (from sbc to drive. Sbc (gpos) was previously replaced. Software was reloaded.

Event description:
Customer reported the system crashed during a procedure. No pt injury was reported.